Event description:
Humapen luxura hd, lot c801647a (B)(4) failed to inject insulin. No expiration date shown on product. Pt is insulin dependent. Very dangerous for insulin dependent diabetic. Could have gone into hyperosmolar coma if problem was not solved. FDA safety report ID# (B)(4).